Event description:
Procedure performed: cholecystectomy event description: surgeon closed the jaw to close the clip and cystic duct sheared. The surgeon asked to open a new clip in order to apply a clip to repair the shearing. Additional information received by company rep via mail on 06june2024: translation: during a gallbladder operation, while clips were being applied to the cystic duct and artery, the clips could not be removed. This incident led to a tear in the cystic artery, with significant bleeding. We had to change the forceps, which lengthened the operating time. Following this incident, we carried out a local batch withdrawal concerning 5 units. The medical devices concerned are available for 6 months at the pharmacy of the centre hospitalier de compiegne-noyon for collection and appraisal. Additional information received from company rep. Via phone on 06june2024: patient is fine. No additional/open procedure was needed to treat the cystic duct shear. Another clip applier from the same batch was taken to resolve the issue and both the used units and 1 sterile unit is returned. Additional information received from ansm via email on 06june2024: translation: date of occurrence: on (B)(6) 2024 during gallbladder surgery, while clips are being applied to the cystic duct and artery : inability to remove the clips. This incident led to a tear in the cystic artery, with significant bleeding. We had to change forceps, which lengthened the operating time. Patient's current condition: this incident resulted in a tear in the cystic artery with significant bleeding. Actions taken by the healthcare facility to manage the patient: use of a second dm to complete the operation. Quarantine the faulty dm. Withdrawal of the 5 other units with the same batch number. Patient status: patient is fine. Intervention: the surgeon asked to open a new clip in order to apply a clip to repair the shearing.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: surgeon closed the jaw to close the clip and cystic duct sheared. The surgeon asked to open a new clip in order to apply a clip to repair the shearing. Additional information received by company rep via mail on 06june2024: ai translation: during a gallbladder operation, while clips were being applied to the cystic duct and artery, the clips could not be removed. This incident led to a tear in the cystic artery, with significant bleeding. We had to change the forceps, which lengthened the operating time. Following this incident, we carried out a local batch withdrawal concerning 5 units. The medical devices concerned are available for 6 months at the pharmacy of the [hospital] for collection and appraisal. Additional information received from company rep. Via phone on 06june2024: patient is fine. No additional/open procedure was needed to treat the cystic duct shear. Another clip applier from the same batch was taken to resolve the issue and both the used units and 1 sterile unit is returned. Additional information received from ansm via email on 06june2024: ai translation: date of occurrence: 05/30/2024. During gallbladder surgery, while clips are being applied to the cystic duct and artery : inability to remove the clips. This incident led to a tear in the cystic artery, with significant bleeding. We had to change forceps, which lengthened the operating time. Patient's current condition: this incident resulted in a tear in the cystic artery with significant bleeding. Actions taken by the healthcare facility to manage the patient: use of a second dm to complete the operation. Quarantine the faulty dm. Withdrawal of the 5 other units with the same batch number. Intervention: the surgeon asked to open a new clip in order to apply a clip to repair the shearing. Patient status: patient is fine.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.